Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic during a routine follow up, post-paced t-wave oversensing was noted via stored egm. Programming changes were recommended.